Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety shield activation failed. It was reported by customer that safety feature on cathena did not activate. It left the needle exposed after use. Verbatim: safety feature on cathena did not activate. It left the needle exposed after use.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, the safety mechanism was not activated. As the actual sample was not returned for evaluation, root cause could not be established. Current control there is a daily functional test and 2-hourly in-process functional test to check and detect safety activation failure.

Event description:
Material # 386862, lot # 4005522. It was reported by customer that safety feature on cathena did not activate. It left the needle exposed after use. Verbatim: safety feature on cathena did not activate. It left the needle exposed after use.